Event description:
A malfunction alarm occurred during the pumping process, as reported by the customer. The blood glucose level was recorded at 216 mg/l. Technical support assisted the customer with loading a new cartridge, but the cartridge alarm recurred, preventing the resumption of insulin therapy. It was confirmed that the pump was under warranty, and a replacement pump was to be provided. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continued. The customer was also guided on how to put the pump into storage mode before returning it and agreed to return the problematic pump using a pre-paid label within 10 days.